Manufacturer narrative:
A sample similar j-notch swanson pilot bur was returned showing no signs of defect or product malfunction and was returned for comparison purposes only. Following measurement of the returned sample bur all bur measurements performed met part print specifications.the quality investigation is complete. Actual device not returned.

Event description:
It was reported that during a neuflex pipj arthroplasty surgical procedure, the bur broke. It was also reported that broken pieces were removed from the surgical site by the surgeon. It was further reported that there was no adverse consequences or surgical delay due to this event. It was also reported that the procedure was completed successfully using an alternative bur.

Manufacturer narrative:
There are 2 possible lot numbers related to this event, lot number 14238017 and lot number 14275017. The manufacture date related to 14275017 is october 2nd 2014, the expiry date is oct 1st 2019. The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting product return.

Event description:
It was reported that during a neuflex pipj arthroplasty surgical procedure, the bur broke. It was also reported that broken pieces were removed from the surgical site by the surgeon. It was further reported that there was no adverse consequences or surgical delay due to this event. It was also reported that the procedure was completed successfully using an alternative bur.